Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During surgery and the preparation of the femur, before the implantation of a femoral stem, the rasp broke in the femur during extraction.